Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, dyspareunia. It was reported that patient underwent partial removal of mesh on an unknown date due to exposure. It was reported that patient underwent excision of vaginal mesh with scar revision on (B)(6) 2006 due to vaginal foreign body. It was reported that patient underwent wide local excision with layered closure x 2 on (B)(6) 2007 due to vaginal foreign body x2. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.